Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of hardware low level failures and the main arm cannot communicate with the motor arm from the insulin pump. The customer's blood glucose reading was 4.6 mmol/l. The customer stated that the pump error did not occur during rewind. The customer was assisted with the self-test and it passed. The customer will return the pump for analysis.

Manufacturer narrative:
The pump passed full functional testing, including the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test. No unexpected pump errors 3, 28, 35, 37-40, 42-43, 79-80, 82 and 130 were noted during testing. However, the pump error 63 was confirmed due to software the error. The pump was received with a scratched case.